Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The surgeon reported via the (B)(4) product manager for hips that a patient is scheduled to undergo a revision procedure on (B)(6) 2014 due to reported trunnions. The surgeon reported that the female patient also had high metal ion levels following blood tests and that her left accolade / trident hip replacement appeared loose on x-ray.

Manufacturer narrative:
An event regarding trunionosis and elevated metal ions involving an unknown accolade stem was reported. The event was not confirmed. The device was not returned for evaluation. A device history review and chr could not be performed as the device was not properly identified. No further investigation for this event is possible at this time, further information is needed.

Event description:
The surgeon reported via the (B)(4) product manager for hips that a patient is scheduled to undergo a revision procedure on (B)(6) 2014 due to reported trunionosis. The surgeon reported that the female patient also had high metal ion levels following blood tests and that her left accolade / trident hip replacement appeared loose on x-ray. The patient has the same device combination implanted in her right hip.